Event description:
The pt underwent a surgical procedure and the lead was replaced for an unk reason. The lead worked without further problems. Additional info has been requested.

Manufacturer narrative:
(B)(4).